Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention was performed. The patient was stable with no consequences.